Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2018. The patient's mother stated that the reaction started on (B)(6) 2018, underneath the adhesive patch. She stated after removing the sensor, the affected area was red and after a few days it became sticky. They consulted the pharmacy who recommended they use an antiseptic cream for a few days and to cover the wound. She stated the reaction continued and they consulted their general practitioner on (B)(6) 2018, who advised them to leave the wound in the air and to keep it clean. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
At the time of the call, this issue was resolved and the patient's condition was good.